Event description:
Lap chole - "clip applier inserted through trocar. Doctor said he put no pressure on the handle. When he fired the first clip on the duct, the clip did not come out. The second fire, a clip spit out of it's jaw. The fourth clip formed properly. The fifth clip spit out of jaw. The sixth clip did not come out. This continued until he was able to finally get six working clips from the clip applier. This was the second clip applier used in this case. The first was lot # 1166688 which is detailed in a separate cer. The 1166688 was the last of it's lot."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.